Manufacturer narrative:
Section h6: health effect - clinical code: 4846 bacteremia . Manufacturer's investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists cardiac arrhythmia, infection, and peripheral thromboembolic events as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook, rev. C, is also currently available. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The arrhythmia was treated with amiodarone. The patient had end stage renal dysfunction, and the patient's infection was thought to be related to their hemodialysis line.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had chest pain, with an international normalized ratio (inr) of 15, with normal lactate dehydrogenase level and pulse pressure. There were no ventricular assist device alarms. The patient developed new supraventricular tachycardia. The patient was also found to be bacteremic. A septic workup was performed and the patient was given intervenous antibiotics. Computed tomography angiography was performed and revealed aortic anastomosis, likely organised hematoma. There was evidence of severe stenosis of the right distal brachycephalic vein and right internal jugular vein, with endoluminal thrombus in the distal brachycephalic vein and superior vena cava. A review of the log files revealed a few pulsatility index (pi) events and routine power source changes. The patient received vitamin k to treated their elevated inr. The patient was considered stable and discharged on (B)(6) 2023.